Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent subsequent surgery "to explore the left inguinal region and mesh removal", however, no specific device failure is provided and medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent a repair of an incisional hernia. A bard/davol perfix hernia plug, ref 0112950, lot huzd0858 as positively identified on the operative report, was implanted into the patient. On (B)(6) 2016: the patient underwent subsequent surgery to explore the left inguinal region and mesh removal. As reported, the mesh was removed due to extreme pain and discomfort. As alleged, the patient has experienced and continues to experience abdominal discomfort and "all related sequelae." As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment, aggravation of a preexisting condition, and interest on the foregoing injuries due to the alleged defective hernia mesh product.

Manufacturer narrative:
Addendum to previous information. This supplemental emdr is being sent to provide additional patient and medical information. The additional medical records provided were limited to the patient's implant operative report for the perfix plug only. With the current information available, the conclusion for this file remains inconclusive.

Event description:
As originally reported in 02/2018: (B)(6) 2016: the patient underwent a repair of an incisional hernia. A bard/davol perfix hernia plug, ref 0112950, lot huzd0858 as positively identified on the operative report, was implanted into the patient. (B)(6) 2016: the patient underwent subsequent surgery to explore the left inguinal region and mesh removal. As reported, the mesh was removed due to extreme pain and discomfort. As alleged, the patient has experienced and continues to experience abdominal discomfort and "all related sequelae." As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment, aggravation of a preexisting condition, and interest on the foregoing injuries due to the alleged defective hernia mesh product. Addendum based on additional medical records reviewed: (B)(6) 2016 - the patient was diagnosed with a left inguinal hernia and underwent repair with implant of a perfix plug mesh. Per the implant operative report details, "a lipomatous hernia emanates through the internal ring was identified. At this point, a small plug was soaked in antibiotics, was placed into the internal ring and secured to the conjoined tendon and to the undersurface of the inguinal ligament. At this point, the area was irrigated out and then the marlex patch was secured overlying the floor to the pubic tubercle to the undersurface of the inguinal ligament and to the conjoined tendon."